Event description:
On (B)(6) 2014, it was reported that during the night the patient's infusion tubing broke near the luer lock and the patient woke up with an elevated blood glucose level. She stated this happened on two occasions. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).